Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03414. It was reported the patient is no longer receiving effective stimulation from her left scs lead due to low and high impedance values (date of event unknown). Although, the patient is still receiving effective stimulation, surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report:1627487-2015-03414. Additional information received identified both leads were explanted and replaced. Additionally, the scs ipg was electively explanted and replaced to take advantage of new technology, there were no allegations against the device. Effective stimulation was restored with the surgical intervention.